Event description:
Urological patency device broke in two pieces while being removed from pt during scheduled removal/replacement procedure. These types of devices rarely, if ever break during the removal process. Surgeon believes he was able to remove the fragments. Product was sent to the manufacturer -applied medical- for analysis. Dates of use: 52 days, (B)(6) 2010 - (B)(6) 2010. Diagnosis or reason for use: congenital obstruction of ureterovesical junction. Event abated after use: yes.

Event description:
Add'l info rec'd on 11/01/2010: this is a follow-up to (B)(4). The initial report's info entered into the FDA database was incorrect and did not reflect my submission. The FDA's initial report showed that the outcome was "disability or permanent damage", however, the actual outcome was submitted as and in actuality is "required intervention to prevent permanent impairment/damage (devices)."

Event description:
This is a follow-up to (B)(4). The initial report's info entered into the FDA database was incorrect and did not reflect my submission. The FDA's initial report showed that the outcome was "disability or permanent damage", however, the actual outcome was submitted as and in actuality is "required intervention to prevent permanent impairment/damage (devices)."